Manufacturer narrative:
Device has not been returned for evaluation; however device is anticipated to be returned to (B)(4) lab. No conclusions can be drawn at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that after five years of being implanted, a revision procedure was performed due to the rods only distracting 3 centimeters. After removal, the rod would not distract while utilizing manual distraction, however, a "click" could be heard. There was no patient injury.

Manufacturer narrative:
Device records review: a review of device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
It was additionally reported that the surgeon believes he found a recurrent radiological symptom. During a distraction clinic the surgeon found that there is a visible asymmetry and when trying to distract the rods they failed to do so.